Event description:
Country of complaint: (B)(6). Monomax suture caused a suture sinus and development of infection after 14 months post caesarian section (B)(6) 2013. Non-diabetic patient. Entire c-sec was done smoothly and was uneventful even after delivery. The 1st (1 week post op) and subsequent post-natal (1 month post op) indicated no complication. Monomax suture was used to close the patient's rectus sheath and before monomax being introduced, they were using dafilion to close that layer. (B)(6) 2014, patient came back to hospital and claimed that the suture was causing suture sinus and infection. Patient had seen general practitioner and the doctor pulled yellowish suture from patient, believed to be monomax suture. Operation to remove remaining undissolve suture completed, sent for bacteria culture, (B)(6) was found to be present.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at original equipment manufacturer.